Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer did not report any symptoms. The customer did not indicate a form of treatment. Customer¿s blood glucose level was 250 mg/dl at the time of the call. The customer stated that they had been experiencing high blood glucose and had changed their infusion set three times to resolve this issue. They state that at 2:00 am their blood glucose dropped to 47 mg/dl. The customer discontinued use of the insulin pump and reverted to their backup plan. Troubleshooting was performed and the insulin pump passed functional testing. The product was not returned for analysis.